Manufacturer narrative:
The power over ethernet (poe) injector has been received by the manufacturer, however analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ethernet cable running to the camera was replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. It was noted that after installing the poe injector and ethernet connecting the o-ring to the "in" power on the poe injector, the system still showed the same behavior. The representative installed new cabling from the poe injector to the camera and was able to connect the camera. The amber light no longer illuminated and the self-test and clinical application recognized the camera. No parts have been received by the manufacturer for evaluation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the localizer was showing not connected. The system had been on for about ten minutes. This was noticed during verification of instruments. The site rebooted the system, but no resolution was found. The site aborted use of the navigation system for the upcoming case. No patient was present at the time of the reported issue. Troubleshooting was performed to attempt to connect the positioning sensor unit (psu) via the ndi toolbox. The psu was not being recognized. From troubleshooting internal components in the camera cart, it was concluded that the power over ethernet (poe) injector of the internal ethernet cable was at fault.

Manufacturer narrative:
The power over ethernet (poe) injector was returned to the manufacturer for analysis. Analysis found that the poe was tested for 24 hours and power to the camera was never interrupted. The led was green throughout the entire testing. The cabling was returned to the manufacturer for analysis. Analysis found that one cable had opens on pin 2 and 3. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.